Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a partial mastectomy procedure, in skin closure, a partially deployed staple was stuck at the end of the stapler and was caught on tissue. This resulted in skin damage. To resolve the issue, a new stapler of the same type was used.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was received partially applied with staples remaining. The blade of the stapler was bent with staples aligned properly in the cartridge. Functional testing found that the handle could be actuated however the staple were in properly formed due to the bent blade. It was reported that there was partially deployed staple that was stuck at the end of the stapler and was caught on tissue. The stapler was used on the patient's skin; the staple fell off automatically and could not secure the skin. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The condition can be generated due to incomplete cycling (the handle was not fully squeezed) of the instrument during use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the instrument nose is placed gently on the approximated tissue with the directional arrow in the middle of the incision. Squeeze the trigger completely and release. Failure to completely squeeze the trigger may result in incomplete staple formation and insufficient wound approximation. Repeat this procedure, taking care to space the staples evenly, until the incision is completely closed, any malformed staples should be removed and replaced with a new staple. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a partial mastectomy procedure, in skin closure, a partially deployed staple was stuck at the end of the stapler and was caught on tissue. After pressing the trigger twice, the jammed staple was released. However, when the stapler was used on the patient's skin, the staple fell off automatically and could not secure the skin. Subsequently, the staples repeatedly became stuck in the cartridge. This resulted in skin damage. The device was immediately discontinued, and a new skin stapler and staples extractor was used instead.